Event description:
New information received notes that the noise exhibited by the right ventricular lead was due to myopotential oversensing. Programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow up with the right ventricular lead exhibiting noise. Further information was requested but not received.